Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 55 mg/dl while wearing the pod between 24 and 36 hours. The patient was diagnosed with pneumonia. The patient was treated with oxygen and levaquin antibiotics. The patient was prescribed levaquin to be taken daily for 10 days and a trelegy rescue inhaler. The patient did not recall the strength of levaquin they were prescribed. The patient was released three days after admission. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.